Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal), amikacin injection (100mg, intraperitoneal) (start dose) followed by imipenam injection (500mg, one bag per day, intraperitoneal) and amikacin injection (100mg, one bag per day, intraperitoneal). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.